Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the delivery was completed. It was reported that after the nurse opened the cassette door to remove the tubing set from the device, unrestricted flow was noted. The customer contact reported that the nurse immediately clamped the tubing set. The nurse reported the pt receive an unspecified "bolus" of fluid. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)